Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed undersensing. It was further reported the right ventricular (rv) lead showed non-capture while the patient was on telemetry. Both the ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.